Manufacturer narrative:
This report is being supplemented to provide additional information based on olympus third party hygiene microbiological investigation (hmi) : the olympus france french olympus subsidiary for (hmi) performed a culture test for the device after the device was reprocessed. The results reported device channel (all channels) conforms to results of : revivable micro-organisms at 30°c / 100 ml - 11 cfu/100 ml. Revivable micro-organisms at 30°c / endoscope - 14 cfu /endoscope. Untargeted identification: micrococcaceae detected , burkholderia cepacia detected , staphylocoques à coagulase positive detected . Results noted that "with a number of viable microorganisms between 5 and 25 cfu/endoscope, in the absence of detectable indicator microorganisms according to the methods used, the results obtained comply with the alert level defined in instruction dgos/pf2/dgs/vss1/2016/220 of july 4, 2016". Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on device return evaluation and the legal manufacturer's final investigation. The root cause for the reported event cannot be conclusively specify. A review of the device history record found the subject device was shipped in accordance with specifications. The customers reprocessing steps were reviewed and confirmed that there was no obvious deviation from instruction for use (IFU). Non-olympus disinfectant used with the subject device. Causal relation between the product involved and the event was unknown. During device evaluation, service business center (sbc ) device inspection result confirmed the following nonconformities: distal end c cover insulation test failed. Light guide rods lens cracked. C cover has a crack. A-rubber glue separated. Ks mouthpiece damaged. Channel mount damaged. Switch section key top 1 has a cut. Suction cylinder has a cut and scope connector cover was damaged. Biopsy channel has a cut, scope connector corroded. Therefore, it was confirmed that the device did not satisfy its specifications or function. Instruction for use (IFU ) warns on insufficient reprocessing , ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor complaints for this device. Supplemental report(s) will be submitted should any relevant new information is available and or received.

Event description:
As reported, after a microbiological routine control test on the subject medical device as required by french regulation, the user detected an unexpected contamination. The issue found during reprocessing. The customer then left the device to the olympus france (ofr) french olympus subsidiary for hygiene microbiological investigation (hmi) for further investigation. No report of any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
The hygiene microbiological investigation (hmi) results were provided. The results reported the device channel (biopsy/operating channel and air/water channel) tested positive with the following: sampling date: (B)(6) 2023. Operating channel tested positive with stenotrophomonas maltophilia (1 cfu/channel) and candida parapsilosis (35 cfu/channel). Biopsy channel tested positive with stenotrophomonas maltophilia (3 cfu/channel) and klebsiella oxytoca (3 cfu/channel). Air/water channel ¿ tested negative in 5 days. Sampling date: (B)(6) 2023. Operating channel tested positive with pseudomonas aeruginosa (17 cfu/channel). Candida parapsilosis (2 cfu/channel). Stenotrophomonas maltophilia (30 cfu/channel). Air/water channel tested positive with pseudomonas aeruginosa (1 cfu/channel). Biopsy channel ¿ tested negative in 5 days. Sampling date: (B)(6) 2023. Operating channel tested positive with candida parapsilosi (1 cfu/channel), penicillium spp (1cfu/channel). Biopsy channel tested positive with enterococcus faecilis (3 cfu/channel). Air/water channel ¿ tested negative in 5 days. In a follow up communication with the customer to obtain additional information regarding the event reported and cleaning, disinfection, and sterilization (cds) checklist, it was noted that the customer completed the cds checklist for endoscopes however, there were no answers provided on the relevant information of hmi result at the customer site. The cds checklist provided noted the following: no patient(s) infection . Noted not aware of any deviations or problems during processing. Manual cleaning performed. The device rinsed prior to manual disinfection. The pre-cleaning done/performed immediately after use on the patient. Rinsing water flushed up through the suction channel with a suction pump. Detergent solution pressed three times during water/detergent rinsing. The air/water channel been flushed with water and then air injected using the mh-948. Scope passed the leak test. Brushed points : instrument /suction channel, suction cylinder, instrument/biopsy channel port . The distal extremity was brushed with the swab using the maj-1888 (single use brush). Distal end rinsed with olympus maj-2319 (distal end flushing adapter). Disinfectant used = frank lab + acide. Filterer water inspected/used. Concentration and expiration date of the disinfectant been checked. All channels been submerged and irrigated in disinfectant. Level of disinfection used was not provided. Additional/other information noted : 3 returns of non-compliant samples despite the procedure applied (reprocessing IFU), the device was sequestered. The olympus france french olympus subsidiary for hygiene microbiological investigation (hmi) results has not yet been received . Investigation is ongoing. This report will be supplemented accordingly following investigation.